Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the doctor performed the craniotomy on (B)(6) 2012 of the patient's affected part and finished the medical treatment. When the doctor closed the hole of the cranium, he used the matrix neuro self-drilling screw. During the insertion into the patient's bone, the screw head was damaged. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Sterile device has an unknown expiration date. (B)(6). Device is not distributed in the united states, but is similar to a device marketed in the USA. The examination of the raw material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The measurable dimensions of the broken fragments were checked as far as possible and found to be in compliance with the technical drawings and ao/asif specification.